Event description:
The IV team nurse received a needlestick injury because the unit failed to retract after activation of the white push button. Hiv and hepatitis testing were performed on the nurse after the incident. Blood borne pathogen testing was also performed on the nurse and patient.

Manufacturer narrative:
On 03 july 2007, we received cases of unused, representative units for evaluation. Upon completion of the investigation, a supplemental report will be submitted.